Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01836. It was reported the patient experienced ineffective stimulation after a fall several months ago. In turn, x-rays indicated both leads had migrated. As a result, the system was explanted and replaced to address the issue.